Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced low blood glucose. Customer¿s blood glucose value at the time of the incident was in 30 mg/dl and 40 mg/dl. The current blood glucose level was 155 mg/dl. Customer had been using¿an insulin¿pump¿system within¿48¿hours of the reported¿low¿blood¿glucose¿event. The auto mode was active at the time of the incident. The customer stated that they were experiencing low blood glucose for the last 5-6 weeks and the auto mode was kept delivering insulin. The insulin pump will not be returned for analysis.